Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer sat on the pump and the touch screen became shattered. Customer is unable to access the pump touch screen due to missing pieces of glass. Customer's blood glucose was 130 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.